Event description:
It was reported that a technician, trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a coronary interventional procedure. Reportedly, after clip deployment the device body was difficult to remove from the very scarred groin. The device safety features were used and the device came out of the patient's groin. The clip achieved hemostasis, however, manual compression for approximately 5 minutes was applied as a precautionary measure. There were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A device can be difficult to remove due to a number of factors including, but not limited to, tissue compaction that results in a distal force being applied to the locator wings, bending them distally, and restricting their proper retraction into the delivery tube set. The report indicates scar tissue was present at the access site, which may have contributed to the device removal difficulty. Ultimately, the return of device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. A review of the device history record did not reveal any nonconforming material records associated with this lot. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience could not be determined.